Manufacturer narrative:
The device was received for evaluation. The visual inspection showed a small cut on the device tubing. The returned used set was gravity tested with methylene blue which revealed a leak through a small cut on the tubing. The reported issue was verified. The cause was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from an unspecified location. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.